Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tacker was used to fix mesh on pelvic surface of sacrum. After several firings, it made a strange sound and the handle locked and could no longer be squeezed. It is thought that a part of the metallic pin fell from the tacker. It did not fell into the patient. Surgeon stopped using the device and opened another device to continue. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual evaluation indicated the device fired three full rods. A piece of metal component which had disengaged from the device was received. It was determined that the metal component received was part of the arm. Additionally, the trigger was jammed. Functional testing was precluded due to the observed condition of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition can be attributed to rough handling of the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.